Event description:
Complaiant alleged that during functional testing, the device powered on without display. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rece'd the product and will be providing a follow-up report when our investigation is completed.